Event description:
It was reported that during a supply change and priming, the tubing advanced to approximately 105 units with no drop observed, and upon removal the cartridge was found empty with insulin having leaked from the cartridge chamber; the caregiver then refilled the same cartridge and repeated the steps without recurrence, and replacement supplies were arranged for further testing. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Customer care provided support that included troubleshooting with the caregiver and recommendation to test again using new supplies. Investigation of this case revealed an isolated cartridge leak consistent with a suspected component integrity or seal issue, with subsequent successful use suggesting either a transient seating or setup issue rather than a persistent pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive with a likely use-related or supply-related issue.